Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump screen has small cracks, haziness on screen, sometimes buttons not responding, sticks and sometimes hard to press. Customer's blood glucose level was unknown. Customer also stated that the motor sounds louder than usual and makes grinding noise one time insulin was squirted through tubing. It was also stated that the back light did not work and insulin pump had no delivery alarm in history. Customer declined trouble shooting for issue. The device will not be returned for analysis.